Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that tip rupture occurred. The target lesions were located in the left anterior descending (lad) artery and in the trunk of the left coronary artery. An opticross¿ imaging catheter was selected for use. During withdrawal of the opticross¿ imaging catheter after procedure, it was noted that the catheter was stuck in the unknown guide catheter inside the coronary artery. Furthermore, the physician noticed that the distal end of the catheter ruptured. After that, the opticross¿ imaging catheter was able to be removed with the entire system along with the unknown guide catheter. Thus, the ruptured distal segment of the opticross¿ imaging catheter was extracted without being inside the patient's coronary artery. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: the unit returned has damage (detached in the lapjoint section) and the imaging window was not returned for analysis. Full testing cannot be performed based on the returned condition of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID# (B)(4).

Event description:
It was reported that tip rupture occurred. The target lesions were located in the left anterior descending (lad) artery and in the trunk of the left coronary artery. An opticross¿ imaging catheter was selected for use. During withdrawal of the opticross¿ imaging catheter after procedure, it was noted that the catheter was stuck in the unknown guide catheter inside the coronary artery. Furthermore, the physician noticed that the distal end of the catheter ruptured. After that, the opticross¿ imaging catheter was able to be removed with the entire system along with the unknown guide catheter. Thus, the ruptured distal segment of the opticross¿ imaging catheter was extracted without being inside the patient's coronary artery. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported and patient's status is stable.